Manufacturer narrative:
(B)(6).

Event description:
The customer stated that control recovery was too high on the cobas 6000 e 601 module on (B)(6) 2018. The customer then repeated samples that were initially tested on (B)(6) 2018. The customer provided data for 10 patient samples which were repeated. Of these, three patient samples had erroneous results for the elecsys afp assay and three more patient samples had erroneous results for the elecsys total psa immunoassay. The samples were repeated on the same analyzer and a different analyzer on (B)(6) 2018. Both initial and repeat values were reported outside of the laboratory to a doctor and results were corrected. The first sample initially resulted with an afp value of 0.734 iu/ml. When repeated on the same analyzer, the result was 4.99 iu/ml. When repeated on a second analyzer, the result was 5.37 iu/ml. The second sample initially resulted with an afp value of 562.0 iu/ml. When repeated on the same analyzer, the result was > 1000 iu/ml accompanied by a data flag. When repeated on a second analyzer, the result was > 1000 iu/ml accompanied by a data flag. The third sample initially resulted with an afp value of 0.953 iu/ml. When repeated on the same analyzer, the result was 2.30 iu/ml. When repeated on a second analyzer, the result was 2.50 iu/ml. The fourth sample initially resulted with a total psa value of 8.87 ng/ml. When repeated on the same analyzer, the result was 39.58 ng/ml. When repeated on a second analyzer, the result was 40.32 ng/ml. The fifth sample initially resulted with a total psa value of 3.74 ng/ml. When repeated on the same analyzer, the result was 17.27 ng/ml. When repeated on a second analyzer, the result was 17.83 ng/ml. The sixth sample initially resulted with a total psa value of 1.43 ng/ml. When repeated on the same analyzer, the result was 5.06 ng/ml. When repeated on a second analyzer, the result was 5.15 ng/ml. No adverse events were alleged to have occurred with the patients. The afp reagent lot number was 34018902, with an expiration date of 31-jan-2020. The total psa reagent lot number was 31123300, with an expiration date of 31-jul-2019. The field service engineer cleaned the reagent probe, replaced pinch tubing, and replaced a system reagent. To troubleshoot the issue, one of the system reagents was loaded onto a different analyzer and precision studies were performed using control material. A signal loss was noted when using the affected system reagent. Controls recovered lower when using the affected system reagent.

Manufacturer narrative:
The calibration data was lower than expected. The qc recovery was within acceptable ranges. The alarm trace showed several messages related to the measuring cell and abnormal sample aspiration. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Service replaced the pinch tube, cleaned the reagent probe, replaced the procell/cleancell, and placed a new reagent pack onboard. The customer has not had any further discrepant results since the service actions.